Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation and the clinical observation was unable to be confirmed. Manufacturing records were unable to be reviewed as no lot number was provided. A manufacturing and product deficiency was not identified. Based on the information received, operational context and patient condition most likely contributed to this event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and instructions: "to minimize trauma to the coronary sinus, exercise care during placement of the catheter and manipulation of the heart while the catheter is in place. To prevent tissue damage, take care when repositioning the catheter and do not reposition the catheter with the balloon inflated. Remove the insertion stylet while holding the catheter in place close to the purse string to prevent movement and clamp off the retrograde catheter above the junction with the pressure line. Slide moveable suture ring to desired location and secure catheter to the tourniquet with a suture. Verify correct placement and confirm catheter position in the coronary sinus during initial and all subsequent infusions by continuously monitoring coronary sinus pressures. Continually monitor coronary sinus pressures during infusion." No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from a surgeon that the retrograde cannulae balloon slips out or does not stay in place. Upon further investigation, it was reported that the cannula has slipped out of the coronary sinus on at least 10 occasions. It was also reported that two coronary sinus perforations incidents occurred due to this issue. The coronary sinus perforations occurred after placement and that the patients¿ anatomy were friable to some extent. There were no adverse outcomes.